Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. During the initial implant an intraoperative stent migration occurred causing a type 1a endoleak. The physician implanted an additional infrarenal aortic extension to seal the endoleak. Patient came in emergently with a rupture on (B)(6) 2015 and the physician identified a potential type 3b endoleak. The physician elected to implant a competitor device to seal the endoleak. The patient is in stable condition.